Manufacturer narrative:
Product analysis two image files were returned for review: the received image files show the patients¿ legs and gsv area. From the images a reaction and discoloration can be observed on the patients legs, consistent with the reported event. It cannot be determined from the image attached what caused the reaction and discoloration. The most probable cause is anatomy related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Venaseal was used for treatment of a soft tissue lesion in the proximal/mid/distal region of the right and left great saphenous vein (gsv) on the (B)(6) 2024. It was reported post-op on an unknown date the patient had a reaction and pain, both legs were treated and the reaction happened on both legs. The issue is still present. Patient also has skin discoloration. There was no challenge during the procedure. Both gsvs were mildly superficial but at least 0.5 mm deep. The catheter tip was located at least 5 cm away from junction before initial delivery and the catheter tip was 5 cm away from sfj. Gsv was compressed through the treatment. Patient was given medro pack 21 tablets.